Event description:
A patient reports undergoing cataract surgery with bilateral implantation of the crystalens. Postoperatively, the patient complained of needing reading glasses for near vision and complained of poor vision with night driving because of glare and halos. Additional information was provided by the implanting physician. The physician reports performing yag capsulotomies in 2007 (od) and six days later (os). The physician indicated that the patient never returned for her postoperative visits. In addition, the patient had communicated to her physician that she was extremely pleased with her results. Reference MDR #2031924-2008-00007.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause- the physician attributed the event to dysphotopsia.